Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is capsular contracture baker grade IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "right side capsular contracture with the an unknown baker grade." Healthcare provider reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.1, g.2, h.6.

Event description:
Patient reported "right side capsular contracture with the an unknown baker grade." Healthcare provider reported right side capsular contracture baker grade IV. Device has been explanted.